Manufacturer narrative:
Model number/catalog number: 72400024. (B)(4). Model/catalog description balloon fgs 61-70 cm. Expiration date: 12/11/2018. Manufacturer date: 12/27/2013.

Event description:
It was reported that the patient had the artificial urinary sphincter balloon and cuff components, originally implanted in 2014, removed due to recurring incontinence and a leak in the cuff. A new artificial urinary sphincter consisting of a 4.5 cuff and balloon were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.